Manufacturer narrative:
E1 - initial reporter phone:(B)(6). B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed occlusion test @ 7.06psi. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Functional testing was unable to duplicate the reported problem. The downstream occlusion sensor's pressure switch was replaced as a preventative measure. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.